Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n: (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had multiple failed pockets. A field service engineer removed the back cover and reset all cables and connections and logged into diagnostics and released all pockets, finding numerous debris and foreign objects under some pocket contacts. All debris was cleared, and all pockets were reinstalled. The station was restarted, and the customer was able to recover all affected pockets and test them successfully after a couple of transactions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.